Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2025, the patient experienced vomiting and increased thirst. At that time, the cgm displayed a glucose value of 200 mg/dl, although no fingerstick blood glucose (fsbg) measurement was obtained. The patient¿s partner transported them to the hospital. Upon evaluation, the cgm reading was 219 mg/dl, while an fsbg measurement showed a blood glucose level of 500 mg/dl. The reporter was unable to provide details regarding the treatment administered during the hospitalization but stated that the patient was discharged after a four-day stay. At the time of reporting, the patient was described as stable and feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when cgm displayed a glucose value of 200 mg/dl. The reported glucose values fall within the c zone of the parkes error grid checked at the hospital. No additional patient or event information is available.